Event description:
It was reported that (12) devices were used during a laparoscopic cholecystectomy. It was reproted by the affiliate that the 512s gasket are torn. There was no consequences to the patient.